Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged pump error 24, 49, and 68 alarms found on (B)(4)2021. The insulin pump passed the displacement test, self test, sleep current measurement, and active current measurement. The insulin pump was successfully downloaded using thump. The test energizer battery was removed from the battery compartment and reinserted less than 5 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the insulin pump back on. No unexpected pump error 24, 49, or 68 alarms noted during testing. A review of the history files show four (4) pump error 24 alarms on [(B)(4)2021 on 18:55, 19:05, 20:13, and 21:37], three (3) pump error 68 alarms [(B)(4)2021 at 19:37, 19:43, and 20:07], and five (5) pump error 49 alarms on (B)(4)2021 between 19:37 and 21:52. Pump error 24 alarm fault isolated to the electronic assembly as per global logic analysis. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly , motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 24 alarm is confirmed and isolated to the electronic assembly as per global logic analysis. Pump error 49 and pump error 68 alarms are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer stated alarm was generated when a power failure is detected alarm and trace pointers are invalid alarm. Customer had history pointers failed and the history pointers are corrupted alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.